Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). The expiration date is not currently available.

Event description:
It was reported by the sales rep that their healix advance br 5.5 tape blue anchor broke at the tip upon insertion during a rotator cuff repair. The broke parts were removed with a grasper and another like device was put in the same bone hole to complete the case. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and inspected. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. This complaint can be confirmed. A definite root cause cannot be determined. However, it is a possibility that anchor breakages are associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that an nr was generated regarding a documentation issue. Also, a restricted phase was generated regarding a packaging issue. However, both non-conformance's are not relevant to the complaint condition. A review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that their healix advance br 5.5 tape blue anchor broke at the tip upon insertion during a rotator cuff repair. The broke parts were removed with a grasper and another like device was put in the same bone hole to complete the case. There were no patient consequences or delays. The device is being returned.